Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the patient was unable to remove the battery cap. It was noted there was no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:the complaint could not be duplicated or confirmed on investigation. Evaluation revealed no damage to the pump¿s battery compartment and battery cap. Battery cap contact height was found to be out of specification. The battery cap was able to be properly secured to the pump during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.